Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned.

Event description:
It was reported "the patient had an anaplastic ependymoma on the left side of the ventricle, which spread and metastasized to the meninges after postoperative radiotherapy and chemotherapy. On (B)(6) 2022, under the guidance of b-ultrasound, a PICC (left guiyao vein) was indwelled for the patient. The process went smoothly. Chest x-ray showed that the catheter was located in the second intercostal space. During the catheter placement, the catheter function was normal and the fixation was good. On (B)(6) 2022, after the patient was admitted to the hospital, the instillation of the PICC was occasionally poor, and the blood returned was good. The chest x-ray showed that the catheter was tortuous in the left subclavian vein. The patient's family communicated with the patient's family about the treatment of the catheter. After considering the patient's condition, the family decided not to. Do special treatment and be discharged with a tube. On (B)(6) 2022, when the patient was re-admitted to the hospital, it was found that there was occasional poor instillation, and the blood return of the catheter was good and unobstructed. It is recommended to take a chest x-ray. On (B)(6) 2022 the chest x-ray showed that the catheter broke in the axillary vein walking area. , and then ask the interventional treatment department to take out the PICC catheter under intervention on the same day after emergency consultation." Additional information received 10/08/2022: were all of the pieces of the broken catheter removed from the patient? Yes. Are images available of the broken catheter? No. Any long term harm to the patient? Unknown.